Event description:
It was reported that the zimmer skin graft mesher gears were damaged and were not meshing properly. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 1/25/2010 and was last repaired on (B)(4) 2013 for the same issue of worn gears. Eval of the device observed the roller gear and comb to be damaged. Prior to repair, the device was outside calibration specification on the left side. Customer returned two cutters, and cutter eval demonstrated that both cutters produced an unacceptable test mesh. Improper handling and failure to replace a damaged cutter most likely caused the damaged to the roller and cutter gears which most likely caused the customer's event. The device was serviced and returned to the customer.